Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side swelling, fluid collection, and silicone lymphadenopathy was observed in armpit as well as suspected prosthesis rupture. The device has been explanted and replaced

Event description:
Patient reported left side swelling, fluid collection, and silicone lymphadenopathy was observed in armpit as well as suspected prosthesis rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma - late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; fluid collection; lymphadenopathy.

Event description:
Patient reported left side swelling, fluid collection, and silicone lymphadenopathy was observed in armpit as well as suspected prosthesis rupture. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 15mar2024.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear) and missing assessed as inconclusive. Shell thickness was within specification). ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ edema: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Patient reported left side swelling, fluid collection, and silicone lymphadenopathy was observed in armpit as well as suspected prosthesis rupture. The device has been explanted and replaced.